Event description:
A surgeon reports that a patient is complaining of visual disturbances following intraocular lens implant surgery. One day post-operation, the patient complained of seeing a horizontal streak and a semi-circle shadow (arc) in patient's temporal mid-peripheral field of vision. The patient's best corrected visual acuity is 20/25. The surgeon observed some vertical folds on the posterior surface of the iol which may be causing the horizontal streak. The iol remains implanted and the surgeon will continue to monitor the patient's progress.